Event description:
Event description guidant received information that the daily measurments on this implantable lead showed a steady increase in pacing impedance and it was now >2000 ohms and unable to pace. Pacing thresholds also increased. There was no noise on the electrogram (egm) or inappropriate episodes. The lead was extracted as patient is pacermaker dependant.